Event description:
It was reported that the transfer set had become disconnected from the patient line of the cassette and leaked during an unknown step of peritoneal dialysis therapy. The patient reported after the disconnection, they reconnected the patient line to the transfer set without using proper aseptic technique. The technical service representative assisted the care giver in ending therapy. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Additionally, there was a report of a use error were the patient reconnected the patient line of the cassette to the transfer without using proper aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.